Event description:
It was reported that during an angioplasty treatment procedure following fistulogram, a balloon rupture occurred. Vascular access was obtained via subclavian artery. The 80% stenosed target lesion was located in a fistula in the none calcified and non tortuous unspecified artery. At unknown inflation, a 14-4/5.8/75 xxl vascular balloon catheter was inflated to 8 atmospheres and ruptured. The balloon was successfully removed via a cut-down at left suture at puncture site but not sure if the entire balloon was removed. The procedure was completed with a non-bsc balloon catheter. No complications reported.

Manufacturer narrative:
(B)(4). The complaint device was received for analysis. A visual and microscopic examination of the device identified a circumferential tear approx 6.3cm distal to the proximal edge of the proximal balloon sleeve. The distal section of the balloon tear including the tip and inner shaft was not returned for analysis. Using a blade the balloon material was removed and an examination of the inner shaft found that a break occurred at the lapweld. The shaft was severely stretched at the break site. Further examination of the shaft found that the shaft was stretched between 38-40cm distal to the strain relief. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).